Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer through several troubleshooting steps which did not resolve the issue, leading to the decision to replace the pump. Meanwhile, the customer was advised to use multiple daily injections (mdi) as a backup therapy.